Manufacturer narrative:
A field service engineer (fse) followed up with the customer and the leak had stopped. The customer could not tell if it was water, no foam or something else. The customer is to monitor and callback if the leak comes back. There have been no further complaints regarding this issue from this account.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a leak from the hydro and the source of the leak could not be identified. No injury was reported.